Event description:
Additional information: the patient was not having any symptoms. The programming was successful; the hcp changed concentration, programmed in prior to end of bolus. The patient was doing "fine" and was believed to receiving effective therapy.

Event description:
It was reported that a bridge bolus had not been performed when the health care provider (hcp) updated the pump from morpine 0.2mg/ml to 0.5mg/ml. The bridge bolus was to run for 30.6 hours so the hcp planned for the patient to come back the following day so that they could program a bridge as a prime for the remaining amount of time. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter: model # 8709sc, lot #n308858011, implanted on: (B)(6) 2011, explanted on: unknown. 8840 nvision handheld, serial # unknown. (B)(4).

Manufacturer narrative:
(B)(4).